Event description:
The complainant reported that at the start of the impella cp placement, the guidewire was spread, and the guidewire became unsterile. Another guidewire was used, and the case was completed successfully.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.4 is unknown.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely use-related issue as evidenced by clinical details.